Manufacturer narrative:
Not returned. As of today the device has not been returned for analysis. It may have been buried with the patient. If the device is returned the event will be updated. No add'l info is available at this time. If add'l info becomes available the event will be updated. On june 17, 2005 guidant corp (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made in aug 2004. This device was mfg on or before aug 26, 2004, and is included in this population.

Event description:
Boston scientific crm received info that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. New information indicates that this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process.